Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
(B)(4). The dentist reported that 2 years and 8 months the after dental implant was installed in intraoral region #14, its non- osseointegration was observed. The implant was installed without immediately load. The patient presented bone type IV.